Event description:
Per complaint (B)(4), a dental implant was unable to be placed because it could not be separated from a carrier during clinical procedure. The procedure was completed with a different implant. No adverse patient consequences were reported.